Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
Implant date is estimated to have occurred in 2014.

Event description:
During an in clinic follow up, it was noted the device had reached elective replacement indication (eri). During preparation for the device replacement procedure it was noted the device was unable to be interrogated with inductive telemetry. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.